Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "cable in the jaw broke". Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure was that the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted procedure, the force bipolar instrument was found to have a broken cable at the jaw. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.